Manufacturer narrative:
Inspected one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. In addition, performed bicarbonate buffer test and sensor failed with high readings.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. On the morning of this report, customer's blood glucose had been 128 mg/dl when he received a sensor reading of 75 mg/dl. During troubleshooting, customer's blood glucose was 133 mg/dl while the sensor gave a reading of 54 mg/dl. Insertion and calibration techniques were discussed. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.